Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four months ago. Aneurysm and vessel morphology are unknown. It was reported that on an unknown date, the patient presented with iliac limb occlusion. The physician stated that during the stent graft index procedure he may have caused wrinkles on the graft due to too much pushing up. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine. The films have been received and reviewed: several power point still cta images show that an endurant bifurcated stent graft was implanted the ipsilateral limb and extension and the contra limb and extension were placed. It is unclear which side the ipsilateral was placed. The slide shows no stent graft occlusion, but there appears to be some stent graft compression of the ipsilateral limb near the overlapping stent grafts near the distal aorta. There may also be some calcification in this location. The final image set shows that the ipsilateral limb is occluded distally from the flow divider. The contra limb is patent. Due to the limited set of films provided the cause of the occlusion could not be determined.

Event description:
Additional films have been received for this case. Conclusion: the narrow distal aortic bifurcation was measured to be approximately 18mm. This diameter is not sufficient to allow adequate expansion of two stent graft limbs and two extensions to ensure patency. This caused significant luminal narrowing in the contralateral limb, resulting in the observed occlusion. This was exacerbated by the presence of nearly circumferential calcium which limits vessel elasticity.

Manufacturer narrative:
(B)(4). Methods: (films). Results: inherent risk of procedure (occlusion), (cause unknown). Conclusion: (cause unknown).

Manufacturer narrative:
Evaluation method: (films).